Event description:
It was reported that the tracheobronchial stent graft, placed in an artery approx six years ago, was "filled with clot." Reportedly, the pt has a history of aneurysmal disease and there is aneurysm formation near the ends of the stent graft. No report of re-intervention or injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent graft remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.